Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a device demonstrated a repeat primary audible alarm and watchdog error for the main circuit board. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the bottom case seal was broken, and the plunger case seal is intact, the top case was cracked and chipped by the front left bottom corner, the right plunger case and battery door were cracked, but there was no visible contamination noted. Error codes were found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as no external damage or contamination to the interconnect board or speaker was found. Root cause of the reported issue is unknown as no problem was found. Replaced the speaker as a preventive measure and performed a self-test/occlusion test. Updated the software to v1.6.4, and a connector was fully seated and re-glued using all three mating surfaces on both side of the connection. A CAPA was created to investigate the reported issue which is ongoing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously. Model number: 4000.